Event description:
The customer reported via phone call that they had recurring lost sensor alerts on their insulin pump. The customer also reported their blood glucose was 427 mg/dl. Customer treated their blood glucose with a bolus delivery. Troubleshooting was able to resolve the customer's lost sensor alarm. The customer will monitor their insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.